Manufacturer narrative:
(B)(4). Date sent: 12/19/2024. D4: batch#: unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? We got the information the knife stopped midway or did the device start to deploy staples and cut but could not be completed (partially fire)? We got the information the knife stopped midway. Or did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? No. The device was returned with the reverse button and the jaws were opened. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pve35a with lot number: 106d18; and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a thoracoscopic pneumonectomy procedure, when tried to use the device at the 3rd firing, it stopped in the middle and could not be fired. The device was released by the knife reverse switch and the jaws were opened, so the surgery itself was not a problem. The device was locked out, and it was used on the blood vessel. The cartridge color was white. Another like device was used to complete the procedure. There were no adverse consequences to the patient. Additional information requested.